Manufacturer narrative:
Additional pro code: hty. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2018, the tip of the guide wire broke off and remained in the patient's bone. Patient status and surgical outcome are unknown. This report is for a 1.25mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Event description:
Device report from the united kingdom reports an event as follows: it was reported that during fixation of a medial malleolus fracture using a 4.0mm cannulated screws on (B)(6) 2018, the tip of the guide wire snapped and remained in the patient's bone. The procedure was successfully completed and there have not been any post operative complications. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: unknown cannulated screw (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated complaint description and added concomitant device date of event the incorrect date was inadvertently utilized in initial medwatch. The correct date is (b)( 2018.  UDI number not implanted or explanted, partial device remained in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.